Manufacturer narrative:
The returned device presented with the stent partially deployed by approximately 14mm. The delivery system was noted to be bent and kinked between 85mm and 100mm proximal to the distal tip. Although there was some resistance, the remainder of the stent was successfully deployed. No anomalies were noted on the deployed stent. The condition the returned device was consistent with the complaint of difficulties deploying; the complaint was confirmed. Based on the condition of the returned device, the most probable cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure into the left main bronchus for a malignant stricture, performed on (B)(4), 2010. According to the complainant, halfway through deployment of the stent, there was resistance, and despite pulling on the deployment thread with high force, the stent would not fully open off of the delivery device. A jagwire was used during this procedure, and was left in place during the attempted deployment. The physician stated that the catheter became "waves", and there was no good carry over of the strength from his hand to the stent. It was reported that this physician has had much experience with this device, and has a user preference for the previous design in which the hole for the pull thread was closer to the stent. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and the event was reported as resolved.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent implantation procedure into the left main bronchus for a malignant stricture, performed on (B)(6), 2010. According to the complainant, halfway through deployment of the stent, there was resistance, and despite pulling on the deployment thread with high force, the stent would not fully open off of the delivery device. A jagwire was used during this procedure, and was left in place during the attempted deployment. The physician stated that the catheter became "waves", and there was no good carry over of the strength from his hand to the stent. It was reported that this physician has had much experience with this device, and has a user preference for the previous design in which the hole for the pull thread was closer to the stent. The partially deployed stent was removed from the patient, and the procedure was completed with another ultraflex stent . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and the event was reported as resolved.

Manufacturer narrative:
(B)(4) (stent, partially deployed/stent suture, difficulty withdrawing). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.